Event description:
Customer reported that the insulin pump's keypad was unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.